Event description:
It was reported that the patient presented in clinic with a dead battery on their pacemaker. It was also noted that the device could not be interrogated. It was later discovered that the issues were due to premature battery depletion. The pacemaker was explanted and replaced on 15 december 2021. The patient was recovering.

Manufacturer narrative:
The reported events of premature battery depletion and inability to interrogate were confirmed. As received, the device had no telemetry communication and no output. Visual inspection of the header attachment area detected a bonding anomaly. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and battery was found depleted. Hybrid circuitry was tested, indicating elevated current drain, consistent with moisture damage, depleting the battery prematurely and resulting in the reported events. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.